Event description:
Surgiwrap was implanted during a total abdominal hysterectomy. Three to four weeks after surgery, the patient returned complaining of pain. Upon examination, the doctor saw surgiwrap coming through the vaginal cuff as well as granulation tissue. He removed the surgiwrap and granulation tissue and the patient's pain subsided.

Manufacturer narrative:
Since there is no product available for evaluation, the investigation of this complaint is limited, and the company is unable to draw a conclusion.